Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that once filled with solvent and chemotherapy, the presence of a blue or black colored particle was observed in the bag.